Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the suspected slda appears to be related to patient morphology/pathology and likely due to the bi-leaflet prolapse. The reported worsening mr was likely a result of the potential slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the implanted clip detached from one leaflet and remained attached to the other leaflet which required an additional mitraclip for stabilization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 2+. On (B)(6) 2016, the patient returned to the hospital with increased mr of 4+. A surface echocardiogram was performed, and it was suspected that the medial clip ((B)(4)) detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). On (B)(6) 2016, an additional mitraclip procedure was performed for treatment. One clip was implanted for stabilization, and the mr was reduced from 4+ to 2+. No additional information was provided.